Event description:
It was reported that the ll vlv adpt(stand alone) experienced device damage/deformation/cracking. The following information was provided by the initial reporter: there have been several smartsite fracture incidents in this department recently. The last complaint was on (B)(6) with the complaint as pr#(B)(4). On (B)(6) 2020 another smartsite fracture accident occurred. Clinical customers seriously suspected the quality of this batch of connectors,the event took place at around 9 am. The child was born 4 days, the PICC tube was placed. The PICC tube brand is unknown (the customer did not feedback, because it is a neonatology department, sales rep can not go to the site to check), on the first day of use the smartsite break occurred. After investigation, there are still 325 of this batch in the neonatology department.

Manufacturer narrative:
A 2000e china sample was not available for investigation of this feedback; however feedback provided by the customer indicates that the smartsite was broken, however the exact nature of the damage could not be clarified. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19087363 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported fault. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Manufacturer narrative:
2000e china 510k this is an international code- the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided is for the domestic similar product - k960280. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced device damage/deformation/cracking. The following information was provided by the initial reporter: there have been several smartsite fracture incidents in this department recently. The last complaint was on (B)(6) with the complaint as pr# (B)(6). On (B)(6) 2020, another smartsite fracture accident occurred. Clinical customers seriously suspected the quality of this batch of connectors,the event took place at around 9 am. The child was born 4 days, the PICC tube was placed. The PICC tube brand is unknown (the customer did not feedback, because it is a neonatology department, sales rep can not go to the site to check), on the first day of use the smartsite break occurred. After investigation, there are still 325 of this batch in the neonatology department.